Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text: device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found that partial lead was returned in seven pieces. The lead body on one portion appeared to be abraded/damaged due to clavicular crush, breaching the proximal and distal insulations. This would allow contact between the coils resulting in low impedance, noise and oversensing.

Event description:
It was reported that the right atrial lead exhibited less than 200 ohms impedance and oversensing. The lead had clavicular crush. The lead was removed and replaced.